Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional incorrectly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a broken internal lens was not confirmed. However, device evaluation found many light guide fibers were broken. Damaged eyepiece funnel was noted. The device tube was tilted, tube had dents , the image was blurry, and the meniscus lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that telescope, 3 mm, 30°, wideangle, autoclavable had a broken internal lens. The malfunction was found during reprocessing after the diagnostic hysteroscopic procedure. There were no reports of patient or user harm associated with this event.